Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a pancreatoduodenectomy treatment procedure, a stent dislodged. The 90% stenosed target lesion was located in the moderately tortuous origin of the portal vein. A 8.0x40x75cm express' ld vascular stent delivery system (sds) was advanced but encountered difficulty crossing the target lesion. Resistance was encountered as the express ld sds was retracted into the 6fr sheath and the stent dislodged. The vessel was rewired with a 0.018" guide wire and a 4mmx40mm sterling balloon catheter was advanced to the dislodged express ld stent. The dislodged express ld stent was dilated to prevent migration and then successfully retrieved via a cutdown of the vessel. The procedure was completed with a 8mmx37mm express ld stent. No further patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to an approved us device.